Event description:
It was reported that the pt had expired. The pt had several medical conditions that played a role in her death. The cause of death and relationship of the pt's death to the implanted devices was unk. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.